Event description:
The customer reported to customer service that the suction, even on the lowest setting, of her pump in style breast pump was too high causing for pain. She also reported that she had seen her doctor her prescribed her some medication.

Manufacturer narrative:
The customer was sent a replacement pump. The customer reported pain and medical intervention due to the suction on her breast pump was too high. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, charged or corrected information, a follow-up report will be filed at that time. Issues related to high suction for the pump in style breast pump were investigated under (B)(4). Complaints will be monitored for trends for consideration of future corrective action, if necessary.